Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
Journal article in videosurgery and other mini-invasive techniques 4, (B)(6) 2012 entitled "total thyroidectomy for non-toxic multinodular goiter with versus without the use of harmonic focus dissecting shears ¿a prospective randomized study" reference "in each group, transient recurrent laryngeal palsy was noted in 1 patient.